Event description:
Device report 2 of 3: reference MFR report: 1627487-2012-07168, 1627487-2012-07170. The patient is implanted with different model leads. It was reported the patient experienced a change in stimulation. X-rays identified the system lead has migrated. It is unknown which lead has been affected. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.